Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device and found the power cord connection was loose and battery was not charged. The power cord was connected properly to the unit. No parts were replaced. The ventilator was working well and back in use.

Event description:
It was reported that during set up a ventilator shut down. There was no patient involvement.